Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient stated she had a ruptured right breast implant. The implant is noticeably moving around, high on her chest, and has been causing her pain. She now has similar symptoms/complications with the left breast and the left implant is suspected to be ruptured. Magnetic resonance imaging is scheduled to verify the ruptures. Additionally, the patient is experiencing issues focusing/concentration, memory problems, fatigue, tenderness, and sensitivity to light. Consultation with a medical professional has been conducted but no diagnosis has been provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The reported event is consistent with a generalized illness. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-07692 for the contralateral event.

Manufacturer narrative:
On (B)(6) 2022, mentor received information that confirmed the rupture only affected the right breast implant per findings of magnetic resonance imaging. Additionally, the patient was diagnosed with capsular contracture of the right breast. An explantation date was provided as (B)(6) 2022. On (B)(6) 2022, mentor was notified that the patient was diagnosed with baker grade iii capsular contracture for the patient's right breast.. On (B)(6) , 2022, mentor became aware that the patient was rescheduled for explantation surgery which was performed on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, capsular contracture, rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 05, 2022, mentor received additional information that included the patient's weight. The appropriate fields have been populated. On september 13, 2022, the mentor analysis lab received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On september 22, 2022, mentor became aware the patient was bilaterally replaced with 550cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient was rescheduled for explantation surgery which was performed on (B)(6) 2022. The appropriate fields have been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 28, 2022, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was ruptured. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).